Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon and 3.00mm x 12mm nc emerge balloon catheters were selected for use. During the procedure, these balloons ruptured upon first inflation at 6 atmospheres for approximately 6 seconds. These devices were removed without any issue and the procedure was completed with another of the same device. No complications were reported, and the patient is in good condition after the procedure.